Event description:
A report has been received reporting the following: hemodialysis treatment in progress using combiset twister lines. After vascular access study had been completed, the venous side of the tubing separated from the twister disc on the tubing set. The facility has been contacted where it has been learned that the pt is fine and the hemoglobin had dropped a little, however, no medical intervention resulted. The rn reported that the machine was re-strung with new lines and the dialysis treatment continued. The blood in arterial line was able to be re-transfused back to the pt. The pt completed dialysis with use of new lines without further incident and was discharged to home. The sample is available for evaluation.